Manufacturer narrative:
Initial reporter city - (B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified iliac artery. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured in a pinhole form upon first inflation at 6 atmospheres for 10 seconds. The device was removed without any problem and the procedure was completed with a different device. No complications were reported and the patient was in good condition after procedure.